Event description:
It was reported that when the patient was hospitalized due to the left arm claudication, a revascularization carotid to aorta bypass procedure was performed. The event was unresolved and the patient is still being treated. The investigator's assessment states that the event is not related to the study device or aorta; however it is related to the study procedure.

Manufacturer narrative:
Evaluation, results: (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).

Event description:
A valiant thoracic stent graft system was selected for a patient for the endovascular treatment of a blunt thoracic injury. Proximal aorta is 21 mm in diameter. Distance from injury to lsa is 13 mm. Distal aorta is 18 mm. Right iliac artery is 12-10 mm in diameter and the left common iliac artery is 11-10 mm in diameter. The right and left femoral arteries are 9 and 10 mm in diameter, respectively. It was reported that the patient was in a motor vehicle accident which, resulted in an aortic pseudoaneurysm in the distal descending thoracic aorta and a broken nose. That same day, a valiant captivia freeflo stent graft was implanted in zone 2, intentionally completely covering the lsa. One month post implant, the patient experienced upper extremity numbness and weakness, chest pain and shoulder pain. No intervention was done, however a treatment plan was being devised. The upper extremity numbness was found to be related to the study device, but not the study procedure. The upper extremity weakness, chest pain and shoulder pain were found to be related to the study procedure, but not the study device. The patient was diagnosed with left arm claudication. The patient is going in for following up this week for a carotid ultrasound. This event was found to be related to the study device, but not the study procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, method: (film). Results: patient's condition affected effectiveness of device (high aortic arch angle). Conclusion: device failure/lack of effectiveness related to patient condition (high aortic arch angle).

Event description:
Additional information was received. It was reported that a 'birdbeak effect on the endograft' was noted on the 6 month site imaging form. No adverse event was reported. Films were received and review and confirmed that the stent graft is protruding into the aortic arch. With this kind of arch angle, large branch takeoff, and graft placement the stent graft will have the "bird beak effect" as a result of the geometry and graft stiffness. The patient has non-tortuous anatomy, single branch vessel apparent in the aortic arch. Other vessels appear to have been covered or surgically re-routed. "Bird beak" of proximal stent due to high aortic arch angle and placement of graft in the aortic arch and branch vessel take off.